Manufacturer narrative:
Follow-up # 1 (09/18/2014)-device evaluation:the meter involved with this complaint has been returned on 9/8/2014 and evaluated by product analysis (pa) on 9/11/2014 with the following findings: the meter met specification and was found to function properly. The meter was tested and the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging the subject meter (onetouch verio iq) read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "31.7mmol/l and "13.7mmol/l" with the subject meter, performed within 20 minutes of each other this complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.